Manufacturer narrative:
An investigation into the reported event is on-going at this time. A supplemental report will be submitted when the investigation results are available. Per FDA request, this report is being resubmitted electronically into the system. Cme america electronically submitted the initial report for this MDR on 2017 december 26.

Event description:
This device produced an error 26, which resulted in a motor rotation detection system error (mrdse). This error occurred during set up, there was no patient involvement. Cme america is conducting an investigation into the cause of the mrdse.